Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ampulla on (B)(6) 2021. During the procedure, the screen suddenly went blank when the physician took a few tissue sample of the ampulla using the spybite forceps, and no further visualization was possible via the spyscope. The team did several troubleshooting activities, but were unable to regain visualization. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.